Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they didn't feel that comfortable. Patient said they had a little infection and the doctor sent them home yesterday and gave them some medications. Patient also said they just took a shower and the water was very soft on top of the implant and it was painful. Agent asked patient if they were feeling uncomfortable and patient said yes. Patient mentioned they think the machine was not working right and someone had to come over to look at it and they had to send them a new one because when they put it in they didn't feel the stimulation anymore. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported: pain at incision site.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.